Manufacturer narrative:
Two samples were received for evaluation. No damage or anomalies were observed. During the fill process a leak was observed to be coming from the internal bag at the seal by the cavity ID of each sample. The complaint of leakage can be confirmed. The probable cause of the leak is due to inconsistent sealing of the internal bag during manufacturing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a product failure had been experienced with smith¿s medical cadd cassettes, where the inner bag leaked, even to the point where fluid came out of the cassette. Three cassettes had been known to experience this issue in the last week. There was no patient involvement, and no patient harm/adverse event reported.